Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389-28, product type: lead. Product ID: 3389-28, product type: lead. Product ID: 7482, product type: extension. Product ID: 7482, product type: extension. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported via a manufacturer representative that on (B)(6) 2014, the patient had an onset of pain and flare/redness at the implantable neurostimulator (ins) implantation site in the chest was observed. Before long an abscess was formed. On (B)(6) 2015, the ins and the extension were removed. The patient had to be hospitalized. After waiting for the infection to be cured, re-implantation was performed on (B)(6) 2015, and the patient recovered. The cause of the infection could not have been determined. The patient was enrolled in a clinical study for dystonia. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional of a clinical study reported that the area around the implantable neurostimulator (ins) was the core of the eczema, so it was determined that there was a causal relationship.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389-28, serial# unknown, product type: lead. Product ID: 3389-28, serial# unknown, product type: lead. Product ID: 7482, serial# unknown, product type: extension. Product ID: 7482, serial# unknown, product type: extension. (B)(4).

Event description:
Additional information received reported that there was no implantable neurostimulator (ins) or implant site anomaly. The cause of infection was determined to be phologogenic fungus/ (B)(6) by cultivation survey or other tests. Tumor occurred mainly around the ins and it was considered that there was causality. Other actions included cefazolin sodium infusion.